Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the emergency room after receiving an inappropriate shock due to noise detected in the ventricular channel. During an implant review on the following day, the lead was found damaged. The lead was capped and replaced. The patient condition was good after the procedure.